Event description:
Information received indicates that after running the unit for five minutes during prime, the motor stopped and flow was lost. The low flow alarm sounded when rpms were between 2000 and 3000 rpm. The unit was replaced during set-up with no patient involvement.